Event description:
The company received a report that the unit did not provide an audible tone. No pt harm reported.

Manufacturer narrative:
Investigation results confirmed the report of no audio, and isolated the failure to the speaker assembly. Info has been added to the database for trending purposes.